Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. The failure analysis found the primary failure of broken conductor wire to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the insert-molded insulator. The instrument failed the electrical continuity test. The root cause is attributed to a component failure. Additional observations found a broken grip at the grip base. A piece approximately 0.717" x 0.226" was found to be broken off the grip base. The broken piece was not returned. The root cause of the broken instrument grip tip is typically attribute to mishandling and misuse, such as excess force applied to the instrument jaws. A review of the instrument log for the force bipolar instrument (471405-06/k10211129) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022 . Instrument has 6 remaining usable lives. No subsequent use was logged after (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to start of a da vinci-assisted inguinal hernia unilateral surgical procedure, the wires of the force bipolar instrument were pulled out. Planned use of the instrument was discontinued. Another instrument was used for the planned procedure. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter informed that the instrument was inspected prior tp the procedure and found that the wires were pulled out (damaged). The reporter (robotics coordinator) mentioned that the instrument was not inserted into the patient. No further information was provided.